Event description:
The patient is a (B)(6) year old female with lesions on the posterior and apex of her scalp. One of the lesions was recurrently getting infected so she had consented for removal of both lesions in the or. The patient still had a child breastfeeding and declined the option of saving and discarding the breast milk. The patient had long hair that was still wet when she arrived in the or. The hair overlying the two lesions was clipped. Two small self-retaining retractors were used to help keep the hair out of place and then some bacitracin ointment was used to help plaster down the hair away from these. The area was then prepped with chloraprep and draped in the usual sterile fashion. The draping was towels under the head, over forehead and to the right and left-not over the face. A large drape came up over face to forehead down to the feet. Initially a nasal cannula was applied without turning on the oxygen. The patient required additional doses of propofol to tolerate local anesthesia infiltration as was restless and moving drapes. Her oxygen saturation was decreasing below 90 to 92% requiring the oxygen at the rate of 2 liters per minute via nasal cannula. The first lesion was excised using a scalpel, passed off to pathology. At this point, there was some bleeding from the skin edges and cauterization attempted with electrocautery. The coagulation was set at 30 which the unipolar is setting used with ground pad in place. There was a sudden spark from the cautery igniting the hair and a flash of flame on the posterior scalp. Immediately the surgical technician poured water on this as the surgeon removed the remaining drapes from the left side of the face as the flames were marching down the left side of her face. The hair did have singeing and towels were placed over this, as well as the water to put out any flames. Once this was done, the area was inspected. There was a superficial singeing to the eyebrows, singeing to the eyelids. The eyelids were closed, and there was superficial burn and some blistering to the left side of the face, marching down along the pinna of the ear and just posterior to the ear. The orbit itself did not appear involved. Bacitracin ointment was applied to the blistered area on the face and ear. The oropharynx did not appear involved. The patient was evaluated by plastic surgeon and an ophthalmologist. She healed without any further treatment.